Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was 6.1 mmol/l. Customer stated that the insulin pump was cracked. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed an illegible white image on the lcd screen. In addition to this, when a pump error 68 alert appeared, none of the keypad buttons seemed to work during efforts to clear it. After further examination of the unit¿s interior, electrical board was heavily corroded just about everywhere. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the white screen and the non-functional keypad. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The crack fans out towards the bottom.